Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Unit uploaded properly using carelink. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: 07/14/20 00:00:00 daily insulin total = 28.375u, 07/15/20 00:00:00 daily insulin total = 0.000u, 07/16/20 00:00:00 daily insulin total = 0.000u, 07/17/20 00:00:00 daily insulin total = 0.000u, 07/18/20 00:00:00 daily insulin total = 0.000u, 07/19/20 00:00:00 daily insulin total = 0.000u, 07/20/20 00:00:00 daily insulin total = 0.000u.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020 for high blood glucose. The cause of death was sepsis. The caller stated that the customer had many high blood glucose incidents that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of hospitalization and passing. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump had been disconnected more than 48 hours prior to passing, due to other medical complications. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.